Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia and also noticed a discrepancy between sensor glucose value and blood glucose value. The customer blood glucose was 250 mg/dl and sensor glucose value was 70 mg/dl at the time of incident, the difference was outside the acceptable range (greater than 30%). The customer reported hyperglycemia and was treated with insulin pump and hypoglycemia was treated with carbohydrate intake. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, unomedical. Troubleshooting was partially performed for hyperglycemia. Troubleshooting was partially performed for hypoglycemia. Customer has been using the insulin pump system within 48hours of reported at the time of event. And it was unknown that whether auto mode/smartguard feature active at the time of event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical.